Manufacturer narrative:
E1-full establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had no image displayed. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned to olympus. The suggested event, ¿no image¿, was not confirmed, and the root cause could not be identified. The probable cause of the event was likely due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The instruction manual identifies the following inspection method for the suggested event which could have detected the phenomenon: operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.